Event description:
It was reported that the "pilot balloon unstuck." No other info was reported. It is unk if the failure occurred during pre-testing, if there was any pt use, or required intervention.